Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 01/2021). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided prostate biopsy, both slides of the device allegedly failed to prime. It was further reported that the procedure was completed with the same device and a coaxial was used. There was no reported patient injury.

Event description:
It was reported that during an ultrasound-guided prostate biopsy, both slides of the device allegedly failed to prime. It was further reported that the procedure was completed with the same device and a coaxial was used. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. During functional testing the cannula fired automatically. An x-ray showed that the cannula tangs were not fully engaged with the device housing, and upon disassembly it was noted that the left bumper was bent. The investigation is confirmed for the identified cannula self-activation and cannula failure to prime, however, the investigation will remain inconclusive for the alleged stylet priming issues. The identified bent left bumper likely contributed to the reported and identified failure modes. However, the definitive root cause could not be determined based upon the available information. Per reported details the device was dry-fired before use, it is possible that patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiration date: 01/2021. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.